Manufacturer narrative:
No evaluation conducted to date due to no product being available for return.

Event description:
It was reported that during the deployment of the first t1 implant , the t2 implant dropped out from the shaft without pushing the grey button. The surgeon had to remove the t2 implant from the patient and the t1 implant was still intact in the joint. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.